Event description:
The customer was experiencing poor performance of quality control (qc) results for the progesterone assay on a unicel dxl 600 access immunoassay system. Quality control results associated with a specific reagent lot had shifted down two to three standard deviations from mean and possessed %cvs (%coefficient of variation) on all three qc levels that were not unacceptable to the customer. The customer changed to a new reagent lot. Subsequent level one qc results were recovering at mean value. Data provided by the customer indicates the generation of two progesterone values for two patient samples that differed between the initial value and the repeat value. Sample number one's initial and repeat results were generated from the same instrument but using different reagent lots. Sample number two's initial and repeat results were generated from different instruments. The second instrument is unknown. The initial results were released from the laboratory however there was no reported death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause has not been identified to date.